Event description:
While using a byte night aligners, patient reported that one of their crowns came off and they will be having it repaired. Requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.